Event description:
It was reported that cloudy fluid was aspirated from the reservoir at the last refill. An infection was indicated following fluid cultures resulting in "gram + cocci". Additional information has been requested, a follow-up report will be submitted if additional information becomes available.